Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that a faulty cable unit caused the no image. In addition, there was a puncture on the cable and the device failed the leak test. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head did not display an image during reprocessing. The procedure occurring after the device was reprocessed was completed using a similar device. There was no delay in the procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty cable. The specific root cause of the faulty cable could not be determined at this time. Olympus will continue to monitor field performance for this device.